Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- head. Multiple MDR reports were filed for this event, please see associated reports: stem: 0001822565-2024-01294. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a hip revision due to aseptic lymphocyte-dominant vasculitis-associated lesions. It was reported that no further information is available.